Manufacturer narrative:
Additional narrative: (B)(4). The manufacturing location was unknown. Device manufacture date is unknown. The device serial or lot number is unknown (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an unspecified major ear surgery, it was observed that the console device and the motor device w began making a rattling noise like the fan bearing was on its way to stopping while in use together. According to the report, an e6 error code (overheating) appeared on the console device while the motor device became extremely hot to handle. As a result, there was a 20 minute delay to the surgical procedure in order to obtain a spare device to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The serial number was documented as unknown in the initial report and has been updated as (B)(4). The device manufacture date was documented as unknown in the initial report and has been updated as ma3 17, 2011. The actual device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all manufacturing specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.